Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening and fold creases. A void greater than 1 millimeter was observed in the non-textured, valve-to shell-bond area. The leak test and microscopic analysis were performed which identified a sharp curved opening on the patch bond edge assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening assessed as an unidentified tear opening.